Event description:
It was reported there was a suspected over-discharge. The patient could not recall the last time they had felt stimulation and was seeing the poor communication screen on both the implantable neurostimulator recharger (insr) and the patient programmer. The patient also had a coupling and communication problem. The patient has two devices and the left side works fine but they are unable to recharge on the right side since (B)(6) 2005. The problem began when the patient was in their electric chair. They were unable to get any coupling boxes even though the antenna was tight on the skin. While on the call the patient placed the antenna over the right ins and all the coupling boxes appeared but then noted they went away. On the left side the ins icon was flashing, the ins battery was ¾ full, the ins was on and the recharger icon was full.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.